Manufacturer narrative:
The biomedical engineer indicated that the issue occurred during annual preventive maintenance (pm) testing. The biomedical engineer confirmed inability to make setting changes via the nav ring, only the touchscreen. A philip's field service engineer replaced the front bezel to resolve the reported issue. The unit passed the required tests of the performance verification. Based on above information the reported issue is not likely to cause death or serious injury as it was reported that during preventive maintenance, the nav- ring was not working but the setting changes can still be made via the touchscreen therefore, this will be updated to nonreportable.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
The customer reported navigation (nav) ring failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.